Event description:
Reporter reported that an mr225 humidification chamber leaked at the base when used for high flow infant nasal cannula therapy. No patient consequence was reported.

Manufacturer narrative:
The complaint device has not been returned. We will complete our investigation on receipt of the complaint device.